Manufacturer narrative:
Medical devices continued: a2dr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that there was an occasional undersensed p wave noted on stored episode. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.